Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Teitelbaum, j., madan, s., patel, s., coyle, c., chiu, c. Y., thwe, p. M., uehara, m., jermyn, r., & hemmige, v. (2025). Chagas meningoencephalitis diagnosed in heart transplant patient using metagenomic next-generation sequencing of cerebrospinal fluid. The american journal of tropical medicine and hygiene, 113(1), 32¿36. Https://doi.org/10.4269/ajtmh.24-0553. Albert einstein college of medicine, bronx, new york no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the article "chagas meningoencephalitis diagnosed in heart transplant patient using metagenomic next-generation sequencing of cerebrospinal fluid" that a heartmate 3 patient experienced aortic regurgitation and insufficiency, and right heart failure. The article analyzed a 62-year-old male patient, 4 months post-orthotopic heart transplant for suspected familial nonischemic cardio myopathy (nicm) from rural el salvador, presented to the clinic with a left facial/mouth droop that had lasted for 3 days. In review of the history, the article reported that the patient experienced cardiogenic shock and received an emergent left ventricular assist device (lvad; heartmate iii, abbott laboratories, abbott park, il) because of high pulmonary vascular resistance, high bilirubin levels, and low body mass index. The pre-transplant echocardiogram showed a low ejection fraction of 5¿10%, a dilated left ventricle, reduced right ventricle function, and moderate aortic insufficiency and mitral regurgitation. An lvad was also present with normal flow velocities. The patient experienced a perioperative bleed that required fresh-frozen plasma, platelets, cryoprecipitate, and packing of the mediastinum with the driveline in place, which resulted in a delayed sternal closure. They also had biventricular primary graft dysfunction, which was managed with inotropic support. The patient received an orthotopic heart transplant, along with both an lvad and a defibrillator, with both the donor and recipient being cytomegalovirus seropositive (cmv d1/r1).